Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. During the index procedure, it was noted that the physician implanted an unknown size taxus liberte stent in the mid left anterior descending (lad). In (B)(6) 2009, a follow-up coronary angiogram was performed for the lesion located in the mid lad. It was noted that the patient experienced restenosis. The lesion was 90% stenosed, 3.0mm in diameter and 25mm long. There was positive stress test at the procedure. An intervention was performed with the implantation of a non-bsc stent in the mid lad. Residual stenosis was 0%. No patient complications were reported and the patient's outcome was considered improved. In (B)(6) 2010, 1-year follow-up was performed and the patient had no anginal symptoms.

Event description:
It was further reported that the lesion being treated in the index procedure was had a vessel diameter of 3.00 mm and a length of 20.0 mm and was visually 75% stenosed it was treated with placement of a 3.00x20 mm taxus liberte stent, and post-dilatation. Pre-dilatation was not performed. Residual stenosis became visually 0% and timi-3 flow had been kept throughout the procedure. The patient was discharged without complications 2 days post procedure on aspirin, clopidogrel bisulfate, and pletal. At 97 days post index procedure the patient had ischemic symptoms (stress test positive). The lesion was treated with balloon angioplasty. Residual stenosis became 0% and timi-3 flow had been kept throughout the procedure. The patient was discharged 2 days later with the event resolved.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).